Manufacturer narrative:
Philips service replaced the x-ray pc and hard disk spare parts, restored system functionality, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray pc failure caused image errors on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.